Event description:
It was reported that the enlite serter did not release the sensor after a second button press, and the needle hub was stuck in the serter. The blood glucose reading was 112 mg/dl. The customer stated that the cannula came out of the first sensor and the second one had tape that did not adhere. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-08862. Please see medwatch report # 2032227-2015-08863.